Event description:
It was further reported that the stent was noted to have moved on balloon and was not dislodged from the stent delivery balloon as previously reported.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the distal right coronary artery (rca). A 2.75x20mm promus element ¿ drug-eluting stent was selected for use. While introducing the stent delivery system, the stent dislodged from the balloon. The physician removed the device and completed the procedure with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The stent of the device was not returned for analysis. The bumper tip of the device showed no signs of damage. A visual and microscopic examination found no issue with the profile of the devices inner and markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A review of these specified parameters against the batch records for the crimped unit, highlighted no abnormalities. A visual and tactile examination found no kinks or damage along the length of the profile. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent was noted to have moved on balloon and was not dislodged from the stent delivery balloon as previously reported.

Manufacturer narrative:
Type of reportable event corrected from serious injury to malfunction. (B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).